Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple insulin pump error. Blood glucose level was 14.1 mmol/l at the time of the incident. Customer was not able to rewind insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement or an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. The motor was tested outside the pump and passed. The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not confirmed. An error in the motor was detected by reading unexpected value from hall sensor not confirmed. Insulin pump received with corroded motor home switch.